Event description:
It was reported the video system center had a df (digital file) was not connected error (e402), the pip (picture in picture) window shows on display, but pip did not work, and the larger blue screen and pip window shows color bars with e402 inside the little window. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that color bar was displayed due to the effect of wrong setting. However, a definitive root cause could not be established. The issue was later resolved by the customer and the customer communicated to olympus that the issue was not a device malfunction as it was related to their provision equipment that was affected during a cyber-attack. The instructions for use warns the prevention method associated with the event in: evis exera iii video system center/olympus cv-190. A. Chapter 4 function setup. Olympus will continue to monitor field performance for this device.